Manufacturer narrative:
B5-updated info: on (B)(6) 2020, the lens was exchanged with a longer lens and the problem is resolved. H6-impact code updated. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-one similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -9.5 diopter into the patient's left eye (os) on (B)(6) 2019. The surgeon reports low vault. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.